Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message ¿error com¿ occurred during treatment. The rotaflow was exchanged. No harm to any person has been reported. It was confirmed on 2024-03-15 by getinge service and sales unit, that no service will be performed. The customer reported that the rotaflow console has returned to normal and does not require an on site visit. Thus, no exact root cause could be identified. However, the reported failure "error com" can be linked to the following most possible root causes according to our risk management file: internal cpu failure. Non-volatile memory failure. Volatile memory failure. Failure in safety relevant variables. Watchdog failure. Time base failure. Wrong supply voltage for electronics. According to the rotaflow service manual (service manual / / en / 02; chapter 8, page 49) the error message gives an acoustic alarm and the pump does not stop. The rotaflow switches from lpm mode to the rpm mode. According to the instruction for use (instructions for use / 4.4 / en / 15; chapter 5.3) the rotaflow switches automatically to the ¿revolutions per minute" rpm mode if this error occurs and operates the pump at a constant speed according to the setting of the rotary knob at this point in time. The rotaflow system can be operated in the lpm or rpm modes. According to the instruction for use (instructions for use / 4.4 / en / 15; chapter switching on the console, self-test) the rotaflow will perform a self-test when switched on if an error message is shown the device must not be used. The device was manufactured on 2014-03-05. The review of the non-conformities has been performed on 2024-03-18 for the period of 2014-03-05 to 2024-02-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error com¿ could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the error message ¿error com¿ occurred during treatment. The rotaflow was exchanged. No harm to any person has been reported.. Complaint ID: (B)(4).